Manufacturer narrative:
A spacelabs field service engineer was dispatched to the site for further investigation. Findings from a review of the device logs confirmed the reported event, and evidence indicates that device rebooting in the failed state was caused by power button being double tapped which did not give a clean shutdown and startup. The device passed all tests and was placed into service. During the issue involving the display unit, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings show no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, the arkon experienced a failed state during use. The device rebooted in the failed state, however the clinician continued to manually ventilate the patient and the case continued with no injury reported.